Manufacturer narrative:
Conclusion awaiting return of device and completion of investigation. Follow up: the investigation is ongoing, the device is still in the process of being returned. A follow up report will be submitted with the findings.

Event description:
During preventative maintenance, it was found that the quantum roller pump had an internal cable issue, causing it to stop during use. There was no patient involvement in this event.

Manufacturer narrative:
Conclusion awaiting return of device and completion of investigation.

Event description:
During preventative maintenance, it was found that the quantum roller pump had an internal cable issue, causing it to stop during use. There was no patient involvement in this event.